Event description:
It was reported that during an unspecified surgical procedure, it was observed that the button on the small battery drive device was sticking. It was further reported that the device was making a grinding noise and did not work. There were no delays to the planned surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a sticky trigger and made grinding noise. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to various worn components and bearings deterioration from normal wear out. If additional information should become available, a supplemental medwatch report will be submitted accordingly.